Event description:
It was reported to philips that there was a "machine error" with no specific failure symptom was reported. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.